Event description:
Bladder perforation on patient's left side. Balloon was repositioned more distal and placed. Doctor left a catheter and removed it three days after implantation. Patient's right side was placed normally. Patient was irradiated.